Event description:
It was reported by the rep the device was used during a laparoscopic donor nephrectomy. It was reported the device was stapled across the portal vein and after taking out the kidney and checking the operative site, there was bleeding at the staple site. The bleeding was stopped but it added 30 minutes to the case.